Manufacturer narrative:
Eval summary: no x-rays were provided. The pt's height and weight indicate that the pt had a bmi in the obese range. Possible causes of femur fracture are: incorrect stem/rasp relationship; use of a stem that is too large for the pt's anatomy; pt behavior i.e. Falling. However, the exact cause cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the pt was revised for fracture of the femoral shaft after a fall.